Event description:
Patient was revised to address stiffness. Update rec'd (B)(6) 2015 - litigation papers received. The tibial insert is now being made reportable due to the complaint being made legal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
Conclusion and justification status for MDR:the device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.